Event description:
Undeployed vascular stent dislodged off catheter when trying to pass through recently placed stent in the left anterior descending (lad) artery. The undeployed stent was retrieved from the lad using snare device.